Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no specific event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx fully covered rmv stent was to be implanted to treat a malignant stricture in the common bile duct due to cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the stent was completely deployed; however, the stent did not fully expand. Reportedly, the physician noted that the metal stent was deformed. The stent was removed from the patient with a rat tooth forceps and another wallflex biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.